Event description:
It was reported that the patient experienced unknown issue with unspecified device. A new inflatable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced perforation of the inflatable penile prosthesis (ipp) cylinder when the surgeon was injecting local anesthetic at the penoscrotal junction at the end of the surgery. The ipp cylinders were replaced in the same surgical session. The patient no prior penile implant. No patient complications were reported.